Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Lubricant was found leaking from saw attachments. The spd manager insists all saw attachments be exchanged. Patient was not under anesthesia. Case type / application: tka.